Event description:
Procedure performed: hemorrhoidectomy with fecal disimpaction event description: the rep was notified via email on 17feb2023 of an incident involving a voyant handpiece. Per the email received, several days after surgery, a patient experienced hemorrhaging from their rectum and had to return to the or for corrective surgery. The patient status is unknown. While investigating the event, the rep was notified on (B)(6) 2023 from one hospital representative that the initial surgery was on (B)(6) 2022. However, when attempting to gather further information, a separate hospital representative, the surgical service manager, stated that they were not aware of any incident matching that date or event description, as no hemorrhoidectomy was scheduled on (B)(6) 2022. The rep and their team made another attempt to obtain more information, but the hospital representative stated that they do not have any more information regarding the event and that they are no longer directed to speak about the event. The event unit was discarded. Additional information was received via email on 23feb2023 from account manager, applied medical (entered by applied medical rep) "we have now been told that the case date was [30sep2022] hemorrhoidectomy. The patient was brought back (B)(6) 2022]for evac of rectum with posterior midline bleed. Type of intervention: returned for or surgery patient status: unknown.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hemorrhoidectomy with fecal disimpaction. Event description: the rep was notified via email on 17feb2023 of an incident involving a voyant handpiece. Per the email received, several days after surgery, a patient experienced hemorrhaging from their rectum and had to return to the or for corrective surgery. The patient status is unknown. While investigating the event, the rep was notified on (B)(6) 2023 from one hospital representative that the initial surgery was on (B)(6) 2022. However, when attempting to gather further information, a separate hospital representative, the surgical service manager, stated that they were not aware of any incident matching that date or event description, as no hemorrhoidectomy was scheduled on (B)(6) 2022. The rep and their team made another attempt to obtain more information, but the hospital representative stated that they do not have any more information regarding the event and that they are no longer directed to speak about the event. The event unit was discarded. Additional information was received via email on 23feb2023 from account manager, applied medical (entered by applied medical rep) "we have now been told that the case date was [(B)(6) 2022] hemorrhoidectomy. The patient was brought back [(B)(6) 2022] for evac of rectum with posterior midline bleed. Additional information was received via phone on 02mar2023 from corporate accounts team member, applied medical (entered by applied medical rep) rep called and confirmed that the model was an eb230. The hospital did not know the lot number of the complaint device. The patient went in for their original surgery on (B)(6)2022. They came back to the hospital on (B)(6) 2022 due to pain and were in surgery the next day on (B)(6) 2022. They were discharged on (B)(6) 2022 and per the follow-up on (B)(6) 2022 they were fine. Rep stated that this event was submitted into the hospitals system twice. Additional information was received via email on 16mar2023 from vice president regulatory affairs r&d, applied medical (entered by applied medical rep) medwatch event description states " original hemorrhoidectomy (B)(6) 2022. Patient came back to ed (emergency dept) 10 days later on (B)(6) 2022 due to rectal bleeding; 2nd surgery initiated (B)(6) 2022; "200006126, 200005819". Type of intervention: returned for or surgery. Patient status: "discharged and fine."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the post-operative bleeding was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch # mw5115528. Corrections were made to d1 and d4 to include the device model, g2 to include the medwatch number, and g4 to include the 510(k) number.